Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during investigation, the keypad was found to be intact with no evidence of peeling or damage. All the keypad buttons responded appropriately. The keypad was removed to find no evidence of contamination on the key contacts. Unrelated to the original complaint, a crack was found between the case seal and the keypad. A leak test was performed and failed due to the cracked pump case. Moisture was found on multiple internal pump components especially on the display and keypad connector.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.